Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly blood sores and blisters anywhere that the garment elastic was in touch with his skin. Follow up indicated that the patient had shingles and was prescribed an antibiotic. There is no allegation that the lifevest caused the shingles. Additional follow up indicated that the patient's physician instructed the patient to remove the lifevest until the shingles cleared.